Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that an anesthesiologist inserted a 13fr 24cm catheter into the left internal jugular vein. During insertion, suture wings were attached to the external catheter shaft and fixed to the skin surface (rotating suture wings were not fixed to the skin). After placement, in the patient's room, bleeding occurred from the catheter insertion site and the catheter was noticed to have come out (not completely out, the tip of the catheter was still inside the body <the exact location inside the body is unknown>), so the catheter was removed and discarded. Note that no suture was wrapped around the groove of the suture wing to fix the catheter in place. No other information was provided.